Manufacturer narrative:
(B)(4). The customer returned one unopened mac kit for analysis. One corner of the tray was bent resulting in a crack in the plastic. The crack exposed the inside of the tray creating a sterility breach. Stress marks are seen on the plastic around the bent corner which is consistent with force being applied to the tray. No other signs of damage were observed on the kit. Packaging engineers were contacted regarding similar damage. They stated the damage appears to be related to excessive force during storage and shipping. The packaging facility stated that 100% of tray seals are inspected prior to undergoing hood inspection where particles, kit integrity, missing components, etc. Are 100% reviewed. Since the lidstock was still adhered to the tray, this indicates damage occurred after the packaging process. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of a damaged tray was confirmed through investigation of the returned sample. Visual analysis revealed a corner of the tray was bent causing a crack in the packaging. The crack created a sterility breach in the kit. Stress marks are seen on the plastic around the bent corner which is consistent with force being applied to the tray. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "a corner of the tray was found damaged before opening the package. Therefore, a new kit was used instead." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a corner of the tray was found damaged before opening the package. Therefore, a new kit was used instead." This was found prior to use. There was no patient involvement.